Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer had elevated blood glucose (bg) levels (290 mg/dl). Customer delivered a correction bolus via the pump to bring bg levels back to target range. It was indicated that the customer had a backup pump and manual injections available for alternate insulin therapy.